Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review but was not confirmed during functional testing. The possible root cause of the reported ua45 error message was the lifeband not being fully extended when the autopulse platform was powered on. If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position and cannot properly assess the patient's chest size, likely caused by unintended user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The encoder drive shaft was not within the normally acceptable range at 7705 counts when the platform was powered on (based on encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). The issue might have happened due to the lifeband not being fully extended before use. The autopulse platform passed the functional testing without any fault or error. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to the normal use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. User was unable to clear the ua45 error message. No consequences or impact to patient.